Event description:
During surgery for pericardial window, the or bed collapsed with head and feet. Lower than torso, cprv resuscitation were commenced. Efforts were unsuccessful due to massive hemorrhage.